Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer had to press numbers multiple times for the pump to respond. Customer's blood glucose level was 220 mg/dl. During troubleshooting with tandem technical support the touchscreen was functioning as intended.